Event description:
On (B)(6) 2009, the patient reported that for the past 2 years she has received frequent occlusion errors on her insulin infusion device. She stated she changed to a shorter insulin infusion set tubing and the occlusions have occurred less frequently. She said that 2 days ago she received an occlusion and noticed her tubing was kinked. She cleared the error by changing her tubing, priming and reconnecting to her infusion device. She stated she changes her infusion headset every 3 days. She was advised her infusion headset should be changed every 2 days. She stated she recently lost 50 pounds. She discarded the infusion set at issue. Courtesy infusion sets with shorter needles were sent to the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.